Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified gynecologic procedure, the staple line bled. The surgeon applied another device. The surgeon applied another device without pt injury.